Manufacturer narrative:
A medtronic representative reported that the hand-switch functionality seemed to be declining in function. This occurred during a case. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the x-ray batteries would not hold a charge. The rep replaced the system charger 1 board and new batteries. The batteries were not returned to the manufacturer for further analysis. The replaced charging board was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the charging board. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the hand-switch functionality seemed to be declining in function. This occurred during a case. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.